Manufacturer narrative:
One photo was taken by the customer that verifies the separation. A quality notification was sent to the manufacturer. Separation between tubing and lower fitment could be related due to lack of solvent caused by an incorrect insertion of tubing to solvent dispenser by the production personnel due to an incorrect follow-up of the work instructions. The finish good lot 25075564 was manufactured on jul 21, 2025. There have been improvement to the manufacturing process to address separation between tubing and lower fitment, these actions were taken: - update for model 2420-0007 to include two fixtures - update to verify that medical dispenser a device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: reported that tubing is leaking item: 2420-0007 quantity affected: (B)(4) cases serial/lot number: (B)(6). Additional information received from the customer: could you please provide a further description of the issue? Primary tubing separated below safety clamp as the rn was priming with saline. Picture provided above left. What was the medication/fluid in use at the time of the event? Normal saline did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? The issue happened prior to the start of patient care. The nurse was priming the line when the tubing separated. No injury or medical treatment was needed.